Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that customer resolved the issue after they had rebooted it and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was showing a failed hardware message. The customer had tried to recover the failed drawer, but it still indicated required maintenance. The customer rebooted the device and attempted the recovery again, but the issue persisted. The customer also followed the additional steps: shutting down the station by unplugging the power cord from the back of the unit, waiting 2 to 5 minutes, reconnecting the power plug, and powering it back on. Despite these steps, the drawer still failed and showed the same issue. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.